Event description:
On (B)(6) 2013, the reporter contacted animas, alleging that there was moisture in the display screen with no other visible damage to the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission 09/17/2013 - device evaluation:the pump has been returned and evaluated by product analysis 08/28/2013 with the following findings: during testing, the display screen was found to be dim and discolored. A test screen was inserted and was found to function properly with no signs of fading or discoloration. Unrelated to the complaint, evaluation revealed that the keypad cover was torn over the down arrow button. During testing, the down arrow and contrast keypad buttons were intermittently unresponsive; the up arrow and ok buttons responded appropriately. The keypad was removed and evidence of contamination was found under all key contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.